Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the unit had 240.4150.0 error code. The fluid side sensor was replaced with a new one and ran the unit through a full preventive maintenance. There were no further error codes seen and it passed all tests. The unit was returned to service. There was no patient involvement. Although requested, no further information was made available to date.